Event description:
During a wedge resection procedure, the instrument would not sample or cut, since the gear inside the handle broke. The case was completed with a like device. No patient consequence.